Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the central control monitor (ccm) dc/dc converter cable assembly had heat damage where the cable was tie-wrapped and by the identity label. There was no patient involvement.

Manufacturer narrative:
The srt evaluated the damage, and it seems the overheating damage could be caused by a loose crimp within one of the connectors. The dc/dc converter cable assembly was replaced, and release testing was performed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.